Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous right coronary artery lesion with 90% stenosis. A 190 cm 014 ht versaturn f guide wire was advanced. However, it was unable to reach the lesion and became stuck in the anatomy. A microcatheter was used to remove the guide wire. An additional non-abbott guide wire was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the moderately calcified, moderately tortuous and 90% stenosed anatomy resulting in the reported entrapment of device and the reported failure to advance. As reported, a microcatheter was used to remove the guide wire. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.